Event description:
A customer reported during a vitrectomy surgery the system displayed a system message and locked. There was no patient harm. The procedure was completed following a delay of more than 15 minutes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).